Manufacturer narrative:
Device manufacturer date: electrode belt. Monitor-04/2003. Device evaluation summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause for the ss channel distortion was an intermittent flex connector within the monitor. This flex connector is a piece of copper cable that runs from one end of the inside of the monitor to the other. It has many folds and caries many signals including the side-to-side ECG signal. The root cause of the intermittent flex connector is not known. It is probably due to stress on the cable from the way it has to be put into the monitor at the time of manufacturing. The monitor was repaired, retested and restocked. The electrode belt was tested and found to be functionally normal. It was restocked. No adverse event resulted form the damaged monitor. The patient received a replacement monitor and electrode belt.

Event description:
A male patient contacted lifecor customer support to report that his monitor keeps stating "adjust belt" and would not stop. Download revealed a large amount of right fall off. The patient had tried lotion, changing garments, and made sure the electrode were touching his skin. Support sent the patient a replacement electrode belt. Patient received the electrode belt and contacted support on 10/05/2007. The "adjust belt" messages continued. Support sent the patient a replacement monitor.